Manufacturer narrative:
An investigation has been initiated based on the reported info.

Event description:
The reporter stated that when the catheter was implanted, it was not reading intercranial pressure correctly. A reading was not obtained. It is thought that the catheter was implanted correctly because cerebrospinal fluid drained from the catheter. On removal of the catheter, the white plastic part of the catheter tip broke off at the base of the bolt. The surgeon drilled a larger hole in the skull to remove the broken piece of catheter from the brain. This procedure was successful with no apparent related injury to the pt.